Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. The reported failure to cross could not be replicated in a lab environment as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 85% stenosed, de novo, mid renal artery the 6.5 x 15 mm herculink elite stent delivery system (sds) was advanced in the vessel but could not cross the lesion. It was noted that the stent implant became partially dislodged from the sds proximal end while being advanced. The sds and stent implant were removed together from the anatomy without reported issue. A second herculink elite sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.